Event description:
In 2009, initial surgery was done with versa nail ten for the fracture of the shaft of femur. Two months later, 1/3 weight load started. The same month, 1/2 weight load started. Two months later, it was found through x-ray that the distal screw was broken. Bone union has been completed.

Manufacturer narrative:
Examination was not possible, as the products were not returned. A search of the complaint database found no prior reports for both reported part and lot number combinations. The mfg facility, stated at the time based on the fact and on the system jde that no discrepancies were noted for the products being accepted released for distribution. In the warnings and precautions of the surgical technique it states bone screws and pins are intended for partial weight bearing and non-weight bearing applications. These components cannot be expected to withstand the unsupported stresses of full weight bearing. The investigation could not verify or identify any product contribution to the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any add'l info be received to change the outcome of the performed investigation, the complaint will be re-opened.